Event description:
To date no additional patient or event details have been received.

Manufacturer narrative:
Correction: this MDR is being submitted to correct the expiration date under d4 and manufacturing date under h4. Additional information - this MDR is being submitted to include the below: h6: investigation results under type of investigation, investigation findings, investigation conclusions. H11: investigation summary. Complaint investigation results: a complaint investigation has been initiated under complaint investigation child record (B)(4) the batch 6010638, in question was manufactured at the reynosa site. Threshold analysis: a query was run on 16-oct-2025 against "final reporting decision equal "serious injury" and "death", "lot number" criteria equal "6010638". No further statistical trending analysis is required. Test results: visual test according to work instruction (wi) version 3.0 on reference samples, 10 samples out 10 samples passed the test. Functional flow test 1 according to wi version 2.0 on reference samples, 10 samples out 10 samples passed the test. Device history record (DHR) review: the lot 6010638 was manufactured according to the wi version 98 and manufactured in the inset 6 l171 line on 06-dec-2024 with a total of (B)(4) units. No deviation was identified, nor maintenance events were recorded related to complaint code. Review of the device history record (DHR) showed that all relevant tests required during the related processes had been fulfilled and met the requirements. Conclusion summary of complaint investigation: as a result of the following: no physical samples were returned, one non-conformance (nc) raised during production unrelated to complaint code, no trend identified for the lot in question, no further actions are required. This complaint will not require further root cause investigation nor corrective and preventive action (CAPA) plan. Therefore, this issue will be monitored through the post market surveillance activities.

Event description:
Reference number (B)(4). Event occurred in germany. It was reported that patient faced infusion set cannula bent event on (B)(6) 2025. The insertion site was abdomen. It was reported that the patient called an ambulance due to high blood glucose. Blood glucose level was high at the time of the event and patient got novorapid injection and an infusion on-site and two ketones were measured. The duration of hospitalization was less than 24 hours. No further information available.